Event description:
Non-source specific infection was reported. The physician decided to explant the lead. Associated with 2183787-2023-00006.

Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.